Event description:
During a retrospective review of complaints, the following had been reported: pump at (B)(6) hospital reported to be not working, unknown issue, biomed did not test pump. An initial review of the device logs revealed the following: a false positive valve actuation failure due to insufficient time for pneumatic pressures to equalize. It is unknown if an active infusion was delayed. The device was not returned for investigation. The logs indicated a false positive valve actuation failure due to insufficient time for pneumatic pressures to equalize, first noted during reliability life testing. This issue was resolved with the implementation of a sw release.